Manufacturer narrative:
Visual examination confirms the presence of a hair in the packaging. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. It cannot be determined with certainty when the hair fell into the packaging. There are procedures in place to reduce the likelihood of hairs from being introduced into the packaging. It is believed that this is a one-off issue and this lot will be monitored for any additional complaints. H6: eval codes: the device history records were reviewed and found to be conforming.

Event description:
It is reported that the implant had a hair inside sterile package. Implant did not come in contact with sterile field after contamination was reported.